Event description:
The patient stated that there is no power to the pump. The patient stated that she replaced the battery cap and there was no visible damage to the pump or cap. There was no reported patient impact associated with this complaint. The patient's blood glucose levels are reportedly within her target range.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump blackbox history shows no evidence of loss of power between (B)(6) 2011 to end of pump use on (B)(6) 2011. During investigation, the pump booted up to 'verify screen' without malfunctions. Pump was exercised for 24 hours without interruptions.